Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi there was the possibility that the reported phenomenon was attributed to the accidental failure of the electrical circuit board because four years have passed since the manufacturing of the subject device.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the device could not be turned the power on during preparation for use. Reportedly, the endoscopic image did not appear and the switch of the front panel did not work. There was no report of patient injury associated with this event.